Manufacturer narrative:
The device has not been returned for evaluation. Multiple follow ups were made to gather additional information and device return status, however, were unsuccessful as no response is received from the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was in use for a diagnostic colonoscopy and a little piece of plastic got stuck in the biopsy port channel. The customer reported that the issue did not prolong the procedure, the patient's sedation/anesthesia was not extended and the procedure was completed with a similar device. No adverse effects to patient reported. No medical intervention was required.

Manufacturer narrative:
This report is being filed to provide device evaluation (section h10) and provide corrected information (section e2, g2). The device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The cause of the reported issue could not be confirmed without device return in this case. Olympus will continue to monitor field performance for this device.